Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-3138-35, serial/lot #: (B)(4), description: scs phiii ext 35cm.

Event description:
A report was received that the patient had an open wound at the lead extension site. The physician believed that the wound was neither procedure nor device related. The patient underwent a procedure wherein the physician buried the extension a bit deeper and closed the wound. The patient was doing well postoperatively.